Event description:
The customer reported that the 60-8018-sys, the sys 5000-full, eng fp, int was being used during a laparoscopic cholecystectomy procedure on (B)(6) 2023 when it was reported ¿the cholecystectomy operation was on (B)(6). The CT image one week later shows an extensive hematoma in gallbladder fossa and subphrenic.¿. It was also reported that on (B)(6) 2023: laparoscopic cholecystectomy (pus-containing gallbladder); (B)(6) 2023: first CT scan (perihepatic collection extending into gallbladder fossa); (B)(6) 2023: discharge from hospital; (B)(6) 2023: emergency readmission to hospital (septic) - antibiotics; (B)(6) 2023: second CT scan (large subphrenic and gallbladder fossa hematoma, no active bleeding); (B)(6) 2023: laparoscopy (extensive washout of old infected clot and pus, drain insertion), (B)(6) 2023: bile draining from the drain; (B)(6) 2023: third CT (collections much reduced, no active bleeding); (B)(6) 2023: mrcp (two tiny filling defects in the bile ducts ¿ possibly stones, but not causing obstruction); (B)(6) 2023: patient still in hospital and draining bile through drain, ercp not possible due to a large periampullary diverticulum, bile leak treated conservatively and will hopefully seal over. Further assessment found ¿no malfunction, just underpowered for the job to be done ¿ difficult to achieve hemostasis. No non-touch spark - sticking to the char, but from my experience this is within the specification of the machine. It is regularly an issue." It was also confirmed that the device did not malfunction. It was described as "underpowered" compared to an alternate device they are familiar with. The device functioned as intended. The procedure was completed with a 45-minute delay. The patient was hospitalized for an extended 5 weeks. This report is being raised on the reported injury with 60-8018-sys, the sys 5000-full, eng fp, int manufactured by conmed corporation, was used during the procedure; however, the device functioned as intended and there was no report of malfunction.

Manufacturer narrative:
Update: information in previous report in section d10 was moved to section b6. The lot number unknown was changed to serial number unknown. The device will not be returned for evaluation; however, provided photographic evidence exhibits the reported effect on patient of hematoma. As reported by the complainant, the device did not malfunction and generated power as intended per design. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised that apparent low power output or failure of the electrosurgical equipment to provide the expected effect at otherwise normal settings may indicate faulty application of the dispersive electrode, failure of an electrical lead or excessive accumulation of tissue on the active electrode. Do not increase power output before checking for obvious defects or misapplication of the dispersive electrode. Check for effective contact of the dispersive electrode to the patient anytime the patient is moved after initial application of the dispersive electrode. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 60-8018-sys, the sys 5000-full, eng fp, int was being used during a laparoscopic cholecystectomy procedure on (B)(6) 2023 when it was reported ¿the cholecystectomy operation was on (B)(6). The CT image one week later shows an extensive hematoma in gallbladder fossa and subphrenic.¿. It was also reported that on (B)(6) 2023: laparoscopic cholecystectomy (pus-containing gallbladder); (B)(6) 2023: first CT scan (perihepatic collection extending into gallbladder fossa); (B)(6) 2023: discharge from hospital; (B)(6) 2023: emergency readmission to hospital (septic) - antibiotics; (B)(6) 2023: second CT scan (large subphrenic and gallbladder fossa hematoma, no active bleeding); (B)(6) 2023: laparoscopy (extensive washout of old infected clot and pus, drain insertion), (B)(6) 2023: bile draining from the drain; (B)(6) 2023: third CT (collections much reduced, no active bleeding); (B)(6) 2023: mrcp (two tiny filling defects in the bile ducts ¿ possibly stones, but not causing obstruction); (B)(6) 2023: patient still in hospital and draining bile through drain, ercp not possible due to a large periampullary diverticulum, bile leak treated conservatively and will hopefully seal over. Further assessment found ¿no malfunction, just underpowered for the job to be done ¿ difficult to achieve hemostasis. No non-touch spark - sticking to the char, but from my experience this is within the specification of the machine. It is regularly an issue." It was also confirmed that the device did not malfunction. It was described as "underpowered" compared to an alternate device they are familiar with. The device functioned as intended. The procedure was completed with a 45-minute delay. The patient was hospitalized for an extended 5 weeks. This report is being raised on the reported injury with 60-8018-sys, the sys 5000-full, eng fp, int manufactured by conmed corporation, was used during the procedure; however, the device functioned as intended and there was no report of malfunction.